Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements that were greater than 200 ohms. It was noted there was a gradual rise to values over 200 ohms and they have since remained steady. Technical services discussed steps to avoid receiving new red alerts in the remote monitoring system for this known issue. No adverse patient effects were reported. The device and lead remain implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.